Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on (B)(6) 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is (B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip would not release from the clip delivery system (cds) during deployment, requiring surgical intervention to deploy the clip and remove the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a severe grade. It was noted that the transseptal puncture was high and there was a short posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve leaflets. It was noted that the cds catheter was diving medial when m-knob was applied. The m-knob was reduced to neutral. Grasping was performed, but noted to be difficult due to the leaflet anatomy and high transseptal puncture. The deployment steps were performed. The actuator knob was turned 8 times counter-clockwise, but the clip did not release from the cds. An additional turn was made, but the clip did not release. One more turn was made, and the mandrel broke. The entire actuator knob and components were removed from the device. Multiple attempts were made to release the clip, but were unsuccessful; therefore, the patient was sent to surgery. It was confirmed that the clip was deployed and the patient is doing well; however, the mr remained severe. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned for analysis and the reported detachment of device component (actuator assembly detached from device) and a component break were confirmed to be due to a fractured mandrel. Due to the condition of the returned device the reported unable to deploy the clip, delivery catheter (dc) shaft bend, and dc shaft positioning issue could not be confirmed or replicated in a testing environment. In addition, the reported difficulty grasping the leaflets (failure to adhere or bond) could not be replicated in a testing environment as it was a result of procedural conditions. Through the investigation, it was determined that reported dc shaft bend, resulting in difficulty positioning the device, and difficulty grasping the leaflets appear to be related to user technique and patient pathology/morphology. In addition, the reported unable to deploy the clip and detachment of device component were a result of the identified fractured mandrel. The issue of inability to deploy the clip due to a fractured mandrel was further investigated. The root cause analysis determined that misuse conditions during the deployment sequence led to stored tension and caused the mandrel fracture. Abbott vascular issued a field safety notice on february 4, 2016 with revised clip deployment steps which address the misuse situation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the initial medwatch report filed, additional information received: it was confirmed that during the procedure the clip did not deploy and the clip delivery system (cds) could not be removed. The cds and the clip were surgically removed and mitral valve replacement was performed. Additionally, user facility medwatch report ((B)(4)) received stating: the mitraclip delivery system failed to release from the actual clip itself; requiring the patient to go to the operating room to have it removed. No additional information was provided.